Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. Although it was requested, no further information was received from the reporter. After review of reported event, there is no evidence indicating that the iris prolapse was caused by the performance of the system. With no additional, related information provided, the event could not be confirmed. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that during laser-assisted cataract surgery, the capsulotomy was not completed. The surgeon proceeded to manually complete the capsulotomy. Shortly after, upon opening the incision, the surgeon noticed that the iris prolapsed and went through the wound. The surgeon was able to complete the procedure, after repositioning the iris. According to the surgeon, the patient was taking a medication that may have caused a "floppy iris." Additional information has been requested regarding the postoperative status of the patient.

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).